Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found no anomalies.

Event description:
The healthcare professional reported via the manufacturer representative that the implant was connected to existing leads and electrodes 7-15 had high impedances during the procedure. The leads were reversed and the same was noted. The leads were put into a multi-lead trialing cable and the impedances were okay. Several parameter changes were tried while connected to the implant with the same result. A different implant was used and everything tested okay. The issue was resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.